Event description:
The customer reported the device would lockup when doing the opcheck. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips repair technician and not verified. The processor pca was replaced for preventative maintenance. All performance assurance tests passed. The device was sent back to the customer for use. As of (B)(4) 2013, there have been no further calls for this device. Philips could not recreate the problem, and the cause could not be determined. No formal response was requested and none is warranted.